Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The lens was returned in two pieces and dehydrated. However, after hydration, the lens was viewed under a 10x magnification. A scratch was seen on the surface of the lens and the cross section of the optic was jagged which suggests the lens was caught and pulled during the attempted implantation, however, as the amo cartridge platinum cartridge was used, lenstec is unable to comment on its compatibility with the lens. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model and lenstec advises the user to follow the correct method for implantation to prevent damage to the lens.

Event description:
Lenstec received an email stating that "cracked and torn lens. The incision was enlarged with no patient injury and another lens was used. The amo platinum cartridge was used."